Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella rp device was inserted via the right femoral vein in a 57 year-old male patient for post-operative cardiothoracic surgery in the setting of society for cardiovascular angiography and interventions (scai) shock stage d. The patient was receiving vasopressor and inotropic support for hemodynamic management. The patient¿s medical history was notable for renal insufficiency prior to the procedure. It was reported that the chest remained open for 2 days following coronary artery bypass graft surgery prior to closure, and the treating provider attributed subsequent sepsis to the prolonged open chest condition. During support, dark red urine was observed in the foley catheter, raising concern for hemolysis. Imaging was utilized to assess pump position, and the device position was confirmed to be appropriate. Repositioning had been performed earlier; however, it did not resolve the suspected positioning concern. All impella rp parameters remained within expected ranges. While on support, the impella rp device was operating at performance level 7 with expected flows of approximately 3.0 liters per minute. After 6 days of support, the device was successfully weaned and explanted. The patient survived to explant with no additional adverse events reported.